Event description:
No complaint of product malfunction reported. The 84-yr-old pt had mitral valve disease and was undergoing preparation for endo cpb. Resistance was met in the left artery during advancement of the endoaortic clamp (eac) guidewire. A contrast injection demonstrated a tortuous vessel. The wire was removed, a second guidewire was placed and advanced without difficulty, and the mitral valve replacement was completed. After deflation of the eac, transesophageal echocardiography showed a static column of blood in the ascending aorta. A dissection was suspected and confirmed at sternotomy. A segment of the ascending aorta was replaced. During this procedure, there was a spontaneous rupture of the aorta at the transverse arch, which could not be repaired.